Event description:
It was reported that the patient had a regular refill done on (B)(6) with the managing hcp with the ¿usual and known¿ medication. The patient was in-patient at the hospital for gastric surgery. On (B)(6) the patient felt neurologic sensations and on (B)(6) the patient complained of paralysis. The hospital hcp called the managing hcp to discuss the patient symptoms and the managing hcp recommended an MRI. The MRI was done (B)(6) and revealed a granuloma at the catheter tip (level t6) surgical intervention was required with the hcp pulling the catheter. The patient remained in-patient at the hospital. The patient status at the time of the report was indicated as alive, with injury. The pump was used to deliver morphine it was later reported that the patient was still paralyzed. Analysis of the tissue was made in the laboratory; it was not granuloma tissue it was a hematoma. Visual diagnostic showed that the catheter tip moved 3 levels higher, than it was in (B)(6) 2013. It was suspected that due to the stomach-surgery and the patient-positioning during this surgery, the catheter migrated to higher spinal level and resulted in the hematoma at the catheter tip which could be responsible for the neurologic injury and paralysis.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).